Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed blisters under the patch. Patient described the area as burning blisters localized around the borders of the plastic frame of the patch. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended temporary removal of the patch due to the blisters. Outcome of the blisters is unknown.